Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and advantage was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported the patient underwent a diagnostic laparoscopy, attempted appendectomy, open laparotomy with drainage of abdominal abscess, en bloc sigmoid colectomy with appendectomy, and creation of hartman¿s pouch with end left colostomy on (B)(6) 2009. It was reported that patient underwent exploratory laparotomy with extensive lysis of adhesions, take down of end left colostomy with resection of colostomy and end of left colon, mobilization of splenic flexure, coloproctostomy on (B)(6) 2009. It was reported that patient underwent revision/removal on 06/08/2010 due to recurrent sui.